Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's image was not coming after connecting the device. Only the color bar was coming. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. There was no image displayed even when the camera head was connected, and only the color bars were displayed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.